Event description:
(B)(6) clinical study. It was reported that intrastent restenosis occurred. The patient underwent treatment with the 6x120, 130 cm eluvia drug-eluting vascular stent system on (B)(6) 2019 as part of the regal clinical trial. The following lesion was treated in the right limb: middle superficial femoral artery (sfa) with 100mm length and 80% stenosis. Reference vessel diameters were 6mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. One 6x120mm eluvia stent and one additional 5x40mm innova stent were implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020 in-stent re-stenosis was discovered. Patient was hospitalized on (B)(6) 2020 for percutaneous transluminal angioplasty (pta) treatment. Patient was discharged on (B)(6) 2020. The event was reported as resolved as of (B)(6) 2020.

Manufacturer narrative:
Date of birth: (B)(6). Patient identifier: (B)(6). Initial reporter facility name: (B)(6). Initial reporter phone number: (B)(6).